Event description:
Patient spontaneously reported that her site came out (not sure how long ago) but, the pump never alarmed her (ms-3 serial number (B)(4)). She doesn't want to continue using current pump and wants a replacement; patient is not displaying any signs of being off of infusion for too long this point; advised to place a new site and restart infusion with same dose and keep an eye on her symptoms; did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replaced device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by: patient/caregiver.